Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("right essure coil was found to be perforating the right side of plaintiff's uterus /right coil found in the cornual area; left coil had migrated to the uterine fundus area;/perforation (uterus);") and genital haemorrhage ("abnormal bleeding") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "essure coil remaining in plaintiff's left pelvis" and device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's concurrent conditions included heartburn (treatment used- medication, egd procedure; gallbladder sonogram.) Since (B)(6) 2017 and multiple allergies (treatment used- medication) since 2001. Concomitant products included fexofenadine (allegra) since 2015, narine (claritin-d) from 2010 to 2014 and pregabalin (lyrica) from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, 1 day after insertion of essure, the patient experienced burning sensation ("burning /numbness down right hip and leg (event splitted for coding)") and hypoaesthesia ("burning /numbness down right hip and leg (event splitted for coding)"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy") and urticaria ("rashes or skin conditions type: hives"). In (B)(6) 2017, the patient experienced dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), pain in extremity ("leg pain/right hip and leg"), nerve injury ("nerve damage"), procedural pain ("painful post-operative recovery"), intervertebral disc disorder ("bulging/ tear in l5s1 with burning and tingling down back"), back pain ("bulging/ tear in l5s1 with burning and tingling down back") and abdominal pain ("right abdominal pain"). The patient was treated with surgery (on (B)(6) 2017 laparoscopy and hysteroscopy procedure to remove the essure, bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, genital haemorrhage, nausea, dyspareunia, procedural pain, dysmenorrhoea, allergy to metals, intervertebral disc disorder, back pain, burning sensation and hypoaesthesia outcome was unknown, the pain in extremity and nerve injury had not resolved and the urticaria and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, back pain, burning sensation, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, hypoaesthesia, intervertebral disc disorder, nausea, nerve injury, pain in extremity, procedural pain, urticaria and uterine perforation to be related to essure. The reporter commented: on or about (B)(6) 2017, plaintiff underwent a bilateral salpingectomy to remove the essure devices. At the time of this procedure, the right essure coil was found to be perforating the right side of plaintiff's uterus. On or about (B)(6) 2017, plaintiff underwent a laparoscopy and hysteroscopy procedure remove the essure coil from her pelvis. Since having the surgery, plaintiff's symptoms are mostly resolved. However, plaintiff continues to have persistent leg pain due to nerve damage from the essure coils. Stop date of essure was changed from (B)(6) 2017 to (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2017: see other diagnostics. X-ray gastrointestinal tract - on (B)(6) 2017: essure coil remaining in plaintiff's left pelvis. On or about (B)(6) 2017, plaintiff underwent an ultrasound and plaintiff's healthcare provider, then recommended that plaintiff have the essure devices removed. Patient had bulging disc in neck and treatment was chiropractic treatment; acupuncture from (B)(6) 2017 to (B)(6) 2017. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. Reporter was added. Patient¿s detail, concomitant disease, concomitant drugs and unstructured relevant tests were added. Device breakage, dysmenorrhea (cramping), nickel allergy, bulging/ tear in l5s1 with burning and tingling down back, rashes or skin conditions type: hives, burning /numbness down right hip and leg, right abdominal pain and did you undergo an essure confirmation test? No were added as events. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("right essure coil was found to be perforating the right side of plaintiff's uterus /right coil found in the cornual area; left coil had migrated to the uterine fundus area;/perforation (uterus);") and genital haemorrhage ("abnormal bleeding") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No" and device difficult to use "essure coil remaining in plaintiff's left pelvis". The patient's concurrent conditions included heartburn (treatment used- medication, egd procedure; gallbladder sonogram.) Since (B)(6)2017 and multiple allergies (treatment used- medication) since 2001. Concomitant products included fexofenadine (allegra) since 2015, narine (claritin-d) from 2010 to 2014 and pregabalin (lyrica) from (B)(6)2017 to (B)(6)2017. On (B)(6)2017, the patient had essure inserted. On (B)(6)2017, 1 day after insertion of essure, the patient experienced burning sensation ("burning /numbness down right hip and leg (event splitted for coding)") and hypoaesthesia ("burning /numbness down right hip and leg (event splitted for coding)"). On (B)(6)2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2017, the patient experienced allergy to metals ("nickel allergy") and urticaria ("rashes or skin conditions type: hives"). In (B)(6)2017, the patient experienced dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"). On (B)(6)2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), pain in extremity ("leg pain/right hip and leg"), nerve injury ("nerve damage"), procedural pain ("painful post-operative recovery"), intervertebral disc protrusion ("bulging/ tear in l5s1 with burning and tingling down back"), abdominal pain ("right abdominal pain"), paraesthesia ("bulging/ tear in l5s1 with burning and tingling down back") and back pain ("bulging/ tear in l5s1 with burning and tingling down back"). The patient was treated with surgery (on (B)(6)2017 laparoscopy and hysteroscopy procedure to remove the essure,salpingectomy on (B)(6)2017) and surgery (on (B)(6)2017 laparoscopy and hysteroscopy procedure to remove the essure,salpingectomy on (B)(6)2017). Essure was removed on (B)(6)2017. At the time of the report, the device breakage, uterine perforation, genital haemorrhage, nausea, dyspareunia, procedural pain, dysmenorrhoea, allergy to metals, intervertebral disc protrusion, burning sensation, hypoaesthesia and back pain outcome was unknown, the pain in extremity and nerve injury had not resolved and the urticaria and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, back pain, burning sensation, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, hypoaesthesia, intervertebral disc protrusion, nausea, nerve injury, pain in extremity, paraesthesia, procedural pain, urticaria and uterine perforation to be related to essure. The reporter commented: on or about (B)(6)2017, plaintiff underwent a bilateral salpingectomy to remove the essure devices. At the time of this procedure, the right essure coil was found to be perforating the right side of plaintiff's uterus. On or about (B)(6) 2017, plaintiff underwent a laparoscopy and hysteroscopy procedure remove the essure coil from her pelvis. Since having the surgery, plaintiff's symptoms are mostly resolved. However, plaintiff continues to have persistent leg pain due to nerve damage from the essure coils. Stop date of essure was changed from (B)(6)2017 to (B)(6)2017. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6)2017: see other diagnostics x-ray gastrointestinal tract - on (B)(6)2017: essure coil remaining in plaintiff's left pelvis. On or about (B)(6), 2017, plaintiff underwent an ultrasound and plaintiff's healthcare provider, then recommended that plaintiff have the essure devices removed. Patient had bulging disc in neck and treatment was chiropractic treatment; acupuncture from (B)(6)2017 to (B)(6)2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2018: update of quality-safety evaluation of product technical complaint ( FDA code updated ) incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("right essure coil was found to be perforating the right side of plaintiff's uterus /right coil found in the cornual area; left coil had migrated to the uterine fundus area;/perforation (uterus);") and genital haemorrhage ("abnormal bleeding") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No" and device difficult to use "essure coil remaining in plaintiff's left pelvis". The patient's concurrent conditions included heartburn (treatment used- medication, egd procedure; gallbladder sonogram.) Since (B)(6) 2017 and multiple allergies (treatment used- medication) since 2001. Concomitant products included fexofenadine (allegra) since 2015, narine (claritin-d) from (B)(6) to (B)(6) and pregabalin (lyrica) from (B)(6)2017 to (B)(6)2017. On (B)(6)2017, the patient had essure inserted. On(B)(6)2017, 1 day after insertion of essure, the patient experienced burning sensation ("burning /numbness down right hip and leg (event splitted for coding)") and hypoaesthesia ("burning /numbness down right hip and leg (event splitted for coding)"). On (B)(6)2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy") and urticaria ("rashes or skin conditions type: hives"). In june 2017, the patient experienced dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"). On (B)(6)2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), pain in extremity ("leg pain/right hip and leg"), nerve injury ("nerve damage"), procedural pain ("painful post-operative recovery"), intervertebral disc protrusion ("bulging/ tear in l5s1 with burning and tingling down back"), abdominal pain ("right abdominal pain"), paraesthesia ("bulging/ tear in l5s1 with burning and tingling down back") and back pain ("bulging/ tear in l5s1 with burning and tingling down back"). The patient was treated with surgery (on (B)(6)2017 laparoscopy and hysteroscopy procedure to remove the essure,salpingectomy on (B)(6)2017). Essure was removed on (B)(6)2017. At the time of the report, the device breakage, uterine perforation, genital haemorrhage, nausea, dyspareunia, procedural pain, dysmenorrhoea, allergy to metals, intervertebral disc protrusion, burning sensation, hypoaesthesia and back pain outcome was unknown, the pain in extremity and nerve injury had not resolved and the urticaria and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, back pain, burning sensation, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, hypoaesthesia, intervertebral disc protrusion, nausea, nerve injury, pain in extremity, paraesthesia, procedural pain, urticaria and uterine perforation to be related to essure. The reporter commented: on or about (B)(6)2017, plaintiff underwent a bilateral salpingectomy to remove the essure devices. At the time of this procedure, the right essure coil was found to be perforating the right side of plaintiff's uterus. On or about (B)(6)2017, plaintiff underwent a laparoscopy and hysteroscopy procedure remove the essure coil from her pelvis. Since having the surgery, plaintiff's symptoms are mostly resolved. However, plaintiff continues to have persistent leg pain due to nerve damage from the essure coils. Stop date of essure was changed from (B)(6)2017 to (B)(6)2017. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6)2017: see other diagnostics x-ray gastrointestinal tract - on (B)(6)2017: essure coil remaining in plaintiff's left pelvis. On or about (B)(6)2017, plaintiff underwent an ultrasound and plaintiff's healthcare provider, then recommended that plaintiff have the essure devices removed. Patient had bulging disc in neck and treatment was chiropractic treatment; acupuncture from (B)(6)2017 to (B)(6)2017. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("right essure coil was found to be perforating the right side of plaintiff's uterus") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), pain in extremity ("leg pain"), nerve injury ("nerve damage"), dyspareunia ("painful intercourse"), procedural pain ("painful post-operative recovery") and complication of device removal ("essure coil remaining in plaintiff's left pelvis"). The patient was treated with surgery (laparoscopy and hysteroscopy procedure to remove the essure coil from her pelvis). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, genital haemorrhage, nausea, dyspareunia, procedural pain and complication of device removal outcome was unknown and the pain in extremity and nerve injury had not resolved. The reporter considered complication of device removal, dyspareunia, genital haemorrhage, nausea, nerve injury, pain in extremity, procedural pain and uterine perforation to be related to essure. The reporter commented: on or about (B)(6) 2017, plaintiff underwent a bilateral salpingectomy to remove the essure devices. At the time of this procedure, the right essure coil was found to be perforating the right side of plaintiff's uterus. On or about (B)(6) 2017, plaintiff underwent a laparoscopy and hysteroscopy procedure remove the essure coil from her pelvis. Since having the surgery, plaintiff's symptoms are mostly resolved. However, plaintiff continues to have persistent leg pain due to nerve damage from the essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray gastrointestinal tract - on (B)(6) 2017: essure coil remaining in plaintiff's left pelvis. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.